Event description:
It was reported that the device was explanted and replaced prophylactically as it is subject to the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on (B)(6) 2022, which applies to a subset of devices distributed and implanted outside of the united states. The pacemaker was properly functioning but the physician decided to replace it because the patient was pacemaker-dependent. The patient was stable with no consequences. The device was discarded and will not return for analysis.